Manufacturer narrative:
Additional information (16-may-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the instrument data logs. Quality control recovered within the customer's expected ranges and no issues were reported with other patient samples. The issue was resolved after performing the routine integrated multisensor technology (imt) maintenance and replacing the sensor. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2024-00139 was filed on 06-may-2024.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding the erroneously depressed sodium (na) results obtained on two (2) patient samples on a dimension® exl¿ 200 integrated chemistry system. Siemens is investigating the event.

Event description:
The customer reported to siemens that they obtained erroneously depressed sodium (na) results for two (2) patient samples on a dimension® exl¿ 200 integrated chemistry system. For sample (B)(6) the erroneous results were not reported to the physician. The same sample was reprocessed on the original dimension® exl¿ 200 integrated chemistry system and the erroneous result was reproduced. Then the same sample was reprocessed on an alternate dimension® exl¿ 200 integrated chemistry system and a higher result was obtained. The higher result obtained was considered correct and reported to the physician. For sample (B)(6) the erroneous results were not reported to the physician. The same sample was reprocessed in duplicate on the original dimension® exl¿ 200 integrated chemistry system. The reprocessed results were lower than the initial result and considered erroneous. The initial result obtained on an alternate dimension® exl¿ 200 integrated chemistry system matched the patient¿s history, considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed sodium (na) results.